Event description:
It was reported that a patient received a burn to the upper arm during a scan. The burn consisted of a reddened area with a blister about the size of a quarter in the middle of this reddened area. The healthcare professional said the patient was very large and was not padded during the scan. The patient was contacting the bore of the magnet. Ge has warnings in the operator's manual stating the patient should not contact the magnet bore or burns could result. Ge also specifies this padding should be 0.25 inch nonconductive foam.